Manufacturer narrative:
Labeling meets requirements in that labeling stipulates "do not lie on, sleep on or put pressure on heat patch." Consumer did not follow directions. Continue to monitor trend.

Event description:
Reporter used patch on the evening in 2007. She applied one patch to a sore calf muscle before going to bed. During the course of the night, she had moved in her sleep and woke up about 7 1/2 hours later with her leg under the covers. She did not know if pressure was applied to the patch area while she was asleep. When she removed the patch 7 1/2 hours after its application (in the morning), 2 water blisters had formed. The largest one was about 1.5 inches long and 3/4 inch wide. The smaller one was about 1/8 inch long and wide. She did not realize the severity of the burn until after a minor infection, two visits to her occupational health nurses, a visit to her physician, one week of applying silvadene antibiotic cream, and finally a visit to the burn unit revealed partial thickness second-degree burns at both sites of the blistering. She is currently receiving treatment to debride the dead eschar tissue that has formed over the wound that remains open. While she acknowledged that her situation using the heat patch was risky and toted, the line very closely along the warning labels on your package, she was quite surprised and shocked by the severe burn it caused (and now permanent scarring).